Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose and heart problems. The blood glucose reading was 515 mg/dl. The customer stated that she does not feel the insulin pump was malfunctioning. The customer stated that she went through depression. No further information was provided.